Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection & use error.

Event description:
Patient reported right side device implanted was implanted after the expiration date and no longer suitable for implantation. As a result, emergency treatment, multiple surgeries, and infection were experienced. The report of additional surgery (not device related), hospitalization (not device related), disability (not device related), disfigurement (not device related), mental anguish (not device related), aggravation of a previously existing condition (not device related), permanent disability and/or permanent impairment (not device related), permanent scarring, loss of the capacity for enjoyment of life (not device related), inconvenience, and the expense of medical care (not device related).¿ the device remains implanted.